Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) that on (B)(6) 2017 there were "high power consumption" alarms and a very clear third harmonic was revealed via acoustic analysis: a certain sign of pump thrombosis. Retrospective data analysis showed an abrupt drop in flow four days previously. It is to be assumed that a thrombus was drawn in on (B)(6) 2017, causing a partial occlusion and leading to pump thrombosis on the rotor, consequently. Due to the mutual compensation of reduced flow caused by the partial occlusion and increased flow value calculations caused by the increasing friction components, the pump thrombosis was only identified after several days. Hemolysis values rose parallel to the signs of thrombosis. On (B)(6) 2017, a backwash was carried out with subsequent lysis to remove the suspected inflow thrombus. This was initially successful, but after three days a renewed increase in power and third harmony was detected, so lysis therapy was carried out for a second time. Lysis therapy was required for a third time on (B)(6) 2017. No further signs of pump thrombosis arose in the subsequent two weeks. The log files and investigation report were stated to be available to the manufacturer. No additional information available.

Manufacturer narrative:
There is no evidence to suggest that a device malfunction or procedure caused the reported event. Clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy, and related comorbidities and the progression of the patients underlying disease process. There are patient pharmacological factors that may have contributed to this event. From all indications, the device operated within specifications and as intended with no indication of any device malfunction. The manufacturer will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Hw25258 was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was not confirmed via review of the controller log files since the log files covering the reported event date were not available for analysis. Of note, it was reported that the patient received lysis therapy multiple times after which the power and flow reportedly went back to normal. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported high power event can be attributed to external factors such as thrombus formation/ingestion. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Hw25258 was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed multiple increases in power consumption starting (B)(6) 2017 up to (B)(6) 2017. Of note, it was reported that the patient received lysis therapy on three separate occasions after which the power and flow went back to normal. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high-power event can be attributed to external factors such as thrombus formation/ingestion. Root cause: based on the available information, the most likely root cause of the reported high-power event can be attributed to external factors such as thrombus formation/ingestion. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.